Event description:
It was reported that there was a lead warning on the vdd lead. There was noise, mode switching, and low but stable unipolar impedance. Fracture was suspected, although it was not confirmed by chest images. The device was reprogrammed and the lead was scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2009. (B)(4).

Event description:
.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing impedance was out of range low, and there was oversensing due to emi (electromagnetic interference)/noise. There were 1437 non-physiologic senses noted post lead warning suggesting noise, and 7,905,532 low impedance paces were noted post lead warning recorded on (B)(6)-2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.